Event description:
It was reported during da vinci hysterectomy surgical procedure, that the jaws of the vessel sealer extend (vse) instrument would not open. The procedure was completed with no reported injury, intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged grip ring at the proximal end in the housing. Additionally, the instrument was found to have excessive lubricant near the grips of the instrument.